Manufacturer narrative:
A ge service representative performed an on site investigation. The failue could not be duplicated. The wiring was checked and a loose connection was found at power cap module during the service call. The system was tested and found to be working as intended and put back into serivce.

Event description:
It was reported that the 9900 system experienced collimator iris problems and camera rotation problems. No pt injury was reported.